Manufacturer narrative:
(B)(4). Device analysis: the analysis results found that the lx207 device was received with the handle coating damaged, otherwise with no apparent damaged. In an attempt to replicate the reported incident, the device was tested for functionality. Upon functional testing of the device, the instrument loaded, retained and deployed 6 clips as intended. The instrument was fully functional and conforming to our manufacturing requirements. No conclusion could be reached as to what may have caused the condition of the coating, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch history records were reviewed and certed by external manufacturing that the manufacturing criteria was met prior to the release of the equipment. The certificate records are accessible through external manufacturing.

Event description:
It was reported that during a CABG, the quality issue presented was misalignment in the jaws of the device, causing clips malformation, detaching from the patient¿s tissue. There were no consequences to the patient. It was necessary to use another device to continue the procedure.